Event description:
It was reported to bater (B)(4) that a reservoir of a 2-day infusor had ruptured during patient use at the patient's home. The device was filled with 60ml of 5-fu. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Device evaluation: the device was evaluated by a baxter technician. The reported condition of "reservoir ruptured" was confirmed through visual examination. The issue is being investigated under CAPA (B)(4).